Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, at the completion of the procedure during the post-procedure bedside clean, detergent was being injected down the working channel of the scope and it was noted that the sponge had detached and advanced down the biopsy channel. The procedure was completed using this biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.